Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the audio bolus button was intermittently unresponsive. It was reported that the audio bolus button cover was torn and that the patient wears the pump while swimming and bathing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:the bolus button response issue could not be investigated due to a missing bolus button cover and missing bolus button plug. There was no evidence of contamination on the bolus button contact. A leak test discovered a bolus button leak. There was no evidence of internal pump moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.